Event description:
The customer reported the system locked up and pt exam and images were lost. The pt was removed from the table and when they came back a few minutes later to send the images to pacs the system was unresponsive. None of the buttons or touchscreen would work. The system was rebooted and when it powered up it displayed a message data corrupted or lost due to improper shut down. The entire pt exam was now gone from the system. Two more cases were completed and the system operated properly. There was no pt injury or safety concern reported. The pt did not need to be reimaged.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer use.